Event description:
It was reported that post a stenting treatment procedure, the patient expired. The patient was scheduled for a stenting treatment procedure and a non bsc stent was implanted in the proximal left anterior descending artery (lad). It was noted three months later at a follow up appointment that the patient's condition was good. At the patient's follow up appointment nine months later, a coronary angiogram (cag) was performed and it was noted that there was no problem with the previously implanted non bsc stent. Two months later the patient's condition was still good. Thirteen months later during a follow up appointment, angina pectoris was confirmed and the patient was admitted to the hospital and a wait and see approach was taken. Twenty days later a cag was performed and 90% restenosis was confirmed in a non bsc stent that had been implanted in the proximal left circumflex (lcx). A rotational atherectomy procedure was performed and a non bsc stent was implanted inside of the restenosed stent. The patient was discharged from the hospital two days later. Eleven months later, the patient presented with chest pain and the following day a cag was performed, confirming 99% restenosis inside of the previously placed non bsc stent in the proximal lcx. The calcified, bifurcated lesion measured 2.7x7.6mm. A 3.0x8mm taxus express2 stent was implanted inside of the restenosed stent. Residual stenosis was 0%. Three days later, the patient's condition improved and the patient was discharged from the hospital. Thirteen months later at a follow up appointment, the patient's condition was good. Fourteen months later, it was confirmed by the patient's family that the patient had expired at another hospital due to a myocardial infarction nine months previously.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)